Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as patient information was not provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
After using liposuction to collect fat into viality device, the surgeon pulled the drawer to expose fat to sponge and only a scant amount of fluid absorbed into the sponge. The excess fluid would not suction out of the viality machine either. The surgeon then opened a second device and the same exact problem occurred. Surgeon then had to dry fat out on lap sponges in order to dry fat. This surgeon has used viality multiple times and has never experienced this before, patient did not have fibrous fat. This record captures the original viality unit used in the procedure.